Event description:
A patient previously received a vns generator replacement due to prophylactic replacement and an increase in seizures below the pre-vns baseline seizure frequency. An implant card was received confirming the replacement was prophylactic and only the generator was replaced. The lead impedance was noted as "ok" on the implant card. The explanted generator was returned and underwent analysis. Analysis found the generator performed to specifications and no anomalies were found. A call was later received from the implant hospital by a new employee responsible for device returns and requesting warranty. She indicated that the previous replacement was due to "product failure" and both the vns lead and generator had been replaced. Attempts for clarification on the report have been unsuccessful to date.

Event description:
Additional information was received as an operative report of the surgery. The report indicated that the lead was not replaced and diagnostic testing was normal. No issues were noted other than a portion of the lead appeared to be "thin" but no obvious openings were observed.

Manufacturer narrative:
.

Manufacturer narrative:
Date of this report, corrected data: initial report inadvertently indicated the incorrect report date. Received date, corrected data: initial report inadvertently indicated the incorrect received date. The correct date is (B)(6) 2012.